Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, the balloon broke during the procedure. Pieces of the balloon fell into the patient surgical cavity. All pieces were retreived without difficulty. No reported patient injury.